Manufacturer narrative:
UDI: gtin unavailable, product made prior to compliance date it was not possible to investigate the complaint as no sample was returned for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Valve mis-function. Derivation valve could not be setted during initial setting despite the instructions followed in the manual. This event lead to an additional hospital day to check the new setting.